Event description:
The customer reported via phone call that they experienced unexplained high blood glucose. The customer's blood glucose was 600 mg/dl. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling dehydrated from their high blood glucose. Customer declined to check for the presence of air bubbles and leaks during troubleshooting. The customer also declined to check for their settings during troubleshooting. Troubleshooting was not completed as the customer did not have tubing clamps available. The customer requested a replacement insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.